Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation the device failed test steps during testing. The device failed a test step indicating power issues. The device's power management board was replaced to address the issue. The device also failed a test step indicating a nurse call issue. The device's interface board was replaced to address the issue. Additionally, the device failed a test step for o2 low flow due to the removeable foam not being installed correctly. The foam was reinstalled. This issue would not have affected the device's ability to deliver therapy as it occurred during service.